Event description:
Total rt knee done 1994. Last several months had marked increase in pain, swelling and restriction of motion. On 7/2/96 arthroscopy showed fractured poly with a loose piece of the poly in the knee joint.